Event description:
It was reported that the insulin pump is alarming no delivery. The blood glucose readings are high. Customer boluses and the blood glucose level do not come down. The blood glucose reading is 222 mg/dl. Customer treated with insulin pump. During troubleshooting, time and date are correct. Programming is correct. The high pressure test failed twice. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.